Manufacturer narrative:
The scenario was attempted to set-up several times to better understand the alignment conditions and assess the probability of this recurring. The conditions were not able to be reproduced and thus, it is felt to have a low probability of recurrence. The mayo stand is a contributing factor if positioned and caught under the table. This MDR is being submitted due to the unstable condition of the table and potential for injury to the pt or staff if it was to recur.